Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. It was stated that the customer would connect the insulin set and 5 minutes later she would receive the no delivery alarm. Customer thinks maybe she was not connecting the reservoir correctly with the infusion set. Customer has not had issues recently. Blood glucose value was within the normal range; unsure of the exact value. Nothing further reported.